Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9344159, medical device expiration date: 2023-01-31, device manufacture date: 2019-12-10, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insulin was not able to be delivered during injection with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter: it was reported that there is no insulin flow from pen needle during injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: customer returned (1) open autoshield duo sample without the tear drop able. Customer states that there is no insulin flow from pen needle during injection. The returned pen needle was examined and exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10.

Event description:
It was reported that insulin was not able to be delivered during injection with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter: it was reported that there is no insulin flow from pen needle during injection.